Event description:
It was reported that the customer experienced a low and an elevated blood glucose (BG) level of 37-High mg/dL. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates and gave a manual injection to address BG levels. Customer updated their settings to address the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.